Event description:
Complainant alleged that while treating a patient (age & gender unk) the device was attached to the patient via electrode pads. The device prompted a "replae batteries" message and the user started analysis of the patient's heart rhythm. The device returned a "shock advised" determination, and then prompted "replace batteries" and failed to charge energy. Complanant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.